Manufacturer narrative:
H4: the lot was manufactured between may 17-20, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph did not identify any issues related to the customer reported condition of leak. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) large volume infusors leaked from the top. This occurred after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). D4: the UDI # is not available as the reported product code and lot combination was not recognized in the system. Should additional relevant information become available, a supplemental report will be submitted.